Manufacturer narrative:
There are only three events recorded on this device. First is the test in heartsine before dispatch and two more where the device was switched on and off manually. There are no recorded failures or events suggesting no fault with the device. No fault was found with the returned pad device or pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.